Manufacturer narrative:
P1008 - n/a - issue: on 03/21/2024, (B)(6) reported to laura brady that dr. (B)(6) experienced an anterior capsule tear at/near the intelli-l inferior nub during procedure ID # (B)(6). Site is seeking review of the procedure. Additional surgical intervention was not required.

Event description:
P1008 - n/a - issue: on 03/21/2024, (B)(6) reported to laura brady that dr. (B)(6) experienced an anterior capsule tear at/near the intelli-l inferior nub during procedure ID # (B)(6). Site is seeking review of the procedure.